Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the device was allegedly clogged. It was further reporter that the lower lumen farthest from the catheter allegedly would not flush and draw after insertion. Reportedly, the port was replaced. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the device was allegedly clogged. It was further reporter that the lower lumen farthest from the catheter allegedly would not flush and draw after insertion. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one slimport dual lumen implantable port was returned for evaluation. Visual, microscopic, functional evaluations were performed on the returned device. Upon infusion of the right and left port septa, small resistance was felt. Therefore the investigation is confirmed for the reported difficult to flush issue. However the investigation is inconclusive for the reported obstruction of flow and suction issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the device was allegedly clogged. It was further reporter that the lower lumen farthest from the catheter allegedly would not flush and draw after insertion. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one slimport dual lumen implantable port was returned for evaluation. Visual, microscopic, functional evaluations were performed on the returned device. Upon infusion of the right and left port septa, small resistance was felt. Therefore the investigation is confirmed for the reported difficult to flush issue. However the investigation is inconclusive for the reported obstruction of flow and suction issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.